Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that on an unspecified date, pd therapy was stopped, pd catheter was removed and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h6. B5: upon follow up, it was reported that the patient also experienced abdominal pain as manifestation of the peritonitis (recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, fever and "loose motion". It was reported that the patient was hospitalized and then discharged after seven days. The same day as event onset, the patient was treated with injection vancomycin (1gm every 5day, intraperitoneal, ongoing), injection meropenem (1gm, once daily, intraperitoneal, ongoing) and injection amikacin (250mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from all the events. Pd therapy was ongoing. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.